Event description:
It was reported that the right atrial (ra) lead had dislodged. The patient mentioned he felt his heart slow down after a lead repositioning. The patient went to the emergency room a couple of days after. The dislodgement was confirmed via an x-ray. The lead also exhibited loss of capture. The lead was repositioned. No additional adverse patient effects were reported.